Event description:
It was reported that after a persistent atrial fibrillation (psaf) cardiac ablation procedure with a qdot micro catheter and a 8.5 fr varipulse¿ bi-directional catheter, the patient experienced a stroke which required symptom management and extended hospitalization. After the case, around 3am, the patient suffered a stroke. The patient presented with facial droop and aphasia. The patient had been kept overnight after the procedure for observation. No issues were reported during the procedure or post procedure until 3am when symptoms were reported. It was unknown how the stroke was confirmed. Unknown if any medical intervention was provided to the patient. The last known patient status was unknown. They reported the injury on (B)(6) 2025. The physician believes the patient was at high risk for a stroke and clot formation. The anticoagulation medication was provided late post procedure and the physician believes this may have contributed to the stroke. Additional information was received on 24-jun-2025. The patient has persistent atrial fibrillation. The patient had a stroke about 12-14 hours post-procedure. The patient was ablated with 8.5 fr varipulse¿ bi-directional catheter and qdot micro catheter last friday, (B)(6) 2025. Twenty-six ablations with the 8.5 fr varipulse¿ bi-directional catheter ¿ pulmonary vein isolation (pvi), posterior wall, and attempted a cti. Switched to the qdot micro catheter to complete the cti. The physician shared his perspective that he did not think the stroke was a result of the device and communicated that the event occurring 12-14 hours post-procedure and the high thrombus risk profile of the patient does not lead him to believe that it was a result of the catheter itself. According to the physician, the patient was high risk for thrombus with a history of a low ejection fraction, hypotension, and history of deep vein thrombosis. The physician shared his perspective that he did not think the stroke was a result of the 8.5 fr varipulse¿ bi-directional catheter. He communicated that the event occurred 12-14 hours post-procedure and the high thrombus risk profile of the patient lead him to believe that it was related to the patient¿s profile. Additional information received on 30-jun-2025. The medical intervention provided was symptom management. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization. A head CT was performed to rule out a stroke. The patient¿s symptoms resolved. The act during the procedure was greater than 350 seconds when in the left atrium (la). The sheath and the catheters were exchanged one time. One transseptal puncture site was performed during the procedure. The number of performed ablations were 30 pfa and 10 rf. No evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound nor excessive impedance errors noted during the case. The type of electrophysiology procedure being performed was a new procedure. Irrigation rate used during this procedure was 30 ml/min. Additional information was received on 09-jul-2025. This event was a tia as all symptoms resolved. Attempts have been made to obtain additional clarification of this complaint. However, no further information has been made available. This adverse event was assessed as MDR reportable under both the qdot micro catheter and the 8.5 fr varipulse¿ bi-directional catheter.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that after a persistent atrial fibrillation (psaf) cardiac ablation procedure with a qdot micro catheter and a 8.5 fr varipulse¿ bi-directional catheter, the patient experienced a stroke which required symptom management and extended hospitalization. The investigation evaluation was completed on 22-aug-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 30 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 16-jul-2025, noted correction to the 3500a initial. The b5. Event description included: attempts have been made to obtain additional clarification of this complaint. However, no further information has been made available. However, additional information was received on 15-jul-2025 stating they ruled out a hemorrhagic stroke with the head CT scan. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 19-sep-2025, noted a correction to the 3500a follow-up #2 as in error added under h11. Additional manufacturer narrative the following: "this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate." However, should have included: ¿if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.¿ manufacturer's reference number: (B)(4).